Event description:
Treatment of an avm with onyx. It was reported 12 hours post procedure, the patient experienced dysarthria with right central facial paralysis. The patient was administered corticoids and the issue resolved.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.